Event description:
It was reported the prw35 was used during an unk procedure. The wound healed improperly due to poor approximation. The staples were not closing completely, staples allowing skin edges to roll together not promoting wound healing. There was no consequence to the pt.